Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm. Customer went swimming, thought the pump was waterproof, now her pump was not working and gives her a critical pump error, noticed a crack on the back side of the pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about critical pump error (open book image) alarm/moisture damage/cosmetic damage. Device received with a constant blank flashing white light on the display and constantly beeping. Unable to verify critical pump error (open book image) alarm, download crest or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on the display. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened, inspected and tested. Moisture damaged electronic assembly all over the place on both pcb1/pcb2 and on j1 connector on pcb2 and on lcd 40 pin flex cable copper connector traces. Cleaned/dried the moisture damage area and tried again. The pump is still blank flashing white light. Swapped the pcb1 with a test board and powered up. Unit was received with critical pump error (open book image) alarm. In conclusion, device received with a constant blank flashing white light on the display and constantly beeping due to moisture damaged electronic assembly. Unable to verify critical pump error (open book image) alarm due to blank flashing white light on display. Moisture damage and cosmetic damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.